Manufacturer narrative:
(B)(4).

Event description:
It was reported one of the pt's leads broke free and was tangled. The lead was causing the pt problems. The pt requested programming to have the lead shut off. The pt reported that she may have twisted wrong causing this to happen. Pt reported she had issue with movement and was experiencing shocking and jolting at implantable neurostimulator. This happened following a position change. The health care provider would like the lead programmed off. Per directive of her health care provider pt turned down her stimulation on the leads to 0.0. Later, the pt stated her device had been off for 4 days and she was in pain. Company rep was to meet with pt to take care of the lead and to remove programming so it addressed pt need. The pt's status was undetermined. Add'l info has been requested, but was not available as of the date of this report.